Event description:
Treatment of an aneurysm. During the procedure, it was reported that two coils could not be detached and were removed from the patient.no patient injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00780.

Manufacturer narrative:
The pushwire was returned for evaluation without the implant coil. The pushwire was found bent at approximately 137cm from the proximal end and 19cm to 26cm from the distal end. The evaluation could not determine the event cause; however, the bends in the pushwire may have contributed to the event. The IFU (instructions for use) for axium coil includes the following warning: "a kinked pusher may lead to pre-mature detachment." (B)(4).